Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event (no further details). It was reported the patient was discharged 11 days after hospital admission. The patient was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.